Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The motor position encoder error alarm could not be verified due to erased history file. The device also had a scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had been alarming motor error and motor position encoder error. The customer had reverted to manual injections. Last blood glucose reading was 209 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.